Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the spectrum pump not recognizing an open door and found to be caused by a failed upper hook switch. The upper aux was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Service observed a spectrum pump unable to recognize an open door. There was no patient involvement. No additional information is available.